Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported there no resolution to issue already reported. The patient was trying to see the representative at doctor's appointment. The patient stated she has called there 3 times but still did not have an appointment. The patient service informed patient the representative would be notified .the representative just got off the phone with the doctor's office and they would not schedule her for a reprogramming until her insurance approved the appointment. The representative would be seeing the patient monday. Additional information received eight days later indicated that the representative put in four new programs for the patient.

Event description:
The patient reported later that she has tried all 4 programs and has had the device reprogrammed twice. The device was reported not effective. The patient called in on the day of this call because she has tried all 4 of her programs, has not seen an improvement in her symptoms and would like to meet with representative. The patient had turned stimulation off and felt stimulation when turned on but was not getting relieve and continues to leak. It was reporter a day later that device was not working and they needed to schedule an appointment for the representative to come and reprogram it.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported having problems with the implant; it didn't seem to be working. She could feel it pulsing but she didn't think it was pulsing at the right place and the patient was having accidents. The stimulation sensation was not in the same place as it was before. It was hitting right at the bone below the left side of the patient's vagina. The patient was redirected to her healthcare provider (hcp). It was further noted that she had made some adjustments to the settings but that had not helped with the issue. It was noted that she last saw her hcp on (B)(6) 2016 and everything seemed to be working fine. She had contacted the hcp the day of this report concerning this issue. It was noted that this sudden. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.